Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard tones coming from the device. It was determined that shock impedance on the right ventricular (rv) lead connected to this device was high out of range. The health care professional (hcp) reported that shock impedances were chronically high for this patient and increased the limit for shock impedances to 150 ohms and turned off the beeping. The hcp reportedly planned to continue remote monitoring. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard tones coming from the device. It was determined that shock impedance on the right ventricular (rv) lead connected to this device was high out of range. The health care professional (hcp) reported that shock impedances were chronically high for this patient and increased the limit for shock impedances to 150 ohms and turned off the beeping. The hcp reportedly planned to continue remote monitoring. Additional information was received that this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As not additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented for follow up due to hearing tones from their implantable cardioverter defibrillator (ICD). It was determined that shock impedance on the right ventricular (rv) lead was greater than 125 ohms, causing this device to emit tones. The patient reportedly had a history of high shock impedances, so the shock impedance limit was increased to 150 ohms. The patient will reportedly continue to be followed via remote monitoring. No adverse patient effects were reported. This ICD and the rv lead remain in service.